Manufacturer narrative:
The 2008t hemodialysis (hd) machine was evaluated at the facility by the biomedical technician. The biomed performed a visual examination of the unit which revealed that the power plug was burnt. Following the service activities, the unit was returned to service at the user facility without issue. The power supply was returned to the manufacturer for examination. The power supply was received by the manufacturer for failure analysis. The power supply cable assembly was returned cut near the base of the plug. A visual examination of the power plug revealed the presence of heat damage and pitting on both the neutral and hot prongs. Heat damage was also present to the molding of the plug. Electrical testing was performed by measuring resistance values of each prong from end to end; the measurements were found to be satisfactory. No further testing could be performed due to the length of the received power supply cable assembly. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the returned power supply cable assembly revealed the presence of heat damage to the neutral and hot prongs as well as to the plug¿s molding. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that a 2008t hemodialysis (hd) machine was initially removed from service for not registering venous pressure. The biomed performed a visual examination of the unit which revealed that the power plug was burnt. There was no patient connected to the machine when the burnt power plug was identified. The power plug/power supply cable assembly was available to be returned to the manufacturer for evaluation.